Event description:
It was reported that a patient who underwent an ablation procedure for idiopathic ventricular tachycardia, with a qdot micro catheter, experienced a cardiac tamponade requiring pericardiocentesis. After the ablation phase of the procedure, a pericardial effusion was seen on the ultrasound catheter. Pericardiocentesis was performed (amount of fluid removed was unknown), and the patient was transferred to the ICU where a drain was placed. The patient stayed three nights and was discharged on (B)(6) 2026. The patient recovered fully. Per the physician, the event may have been related to patient movement during the procedure (specifically, kicking their legs while the catheter was located in the right-ventricular outflow tract). There was no transseptal puncture performed. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. The flow settings were low flow: 2mm/s, high flow: 15mm/s. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability were 3mm, 3sec, 25%, 3mm. No additional filter was used with the visitag. Color option used prospectively was impedance.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).